Event description:
The pt reported that sometimes her system turns off. She has noticed it sometimes goes off when she goes through security gates, but other times she does not know why it turns off. The pt reports she knows the system turns off because she has return of symptoms (no specific symptoms reported) and then verifies it with the pt programmer. She has noticed it happened six times since she last saw the hcp. It was suggested that the pt keep a diary of where she was and what she was doing when the system turned off in an attempt to find a pattern/source. Reference MFR report#30209178200704458.